Manufacturer narrative:
The reported event is confirmed as manufacturing related. Visual evaluation noted 4 opened intermittent catheters were received. Visual evaluation noted two of the samples received had droopy, twisted tips near the eyelets. See evaluation attachment. This does not meet specifications which shows catheter should be straight with no bends along the length of the catheter. Although an exact root cause could not be determined, a potential root cause is viscometer failure. The product failed to meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that two of the magic 3 go intermittent catheters were bent and unusable ((B)(4)and two had a bubble at the end and were unusable.  Per additional information received on 22nov2021, patient stated that the solution inside made the magic 3 go intermittent catheters too slippery when opened. Per additional information received on 23feb2022, it was stated that the magic 3 intermittent catheters were difficult to insert after it was lubed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two of the magic 3 go intermittent catheters were bent and unusable, and two had a bubble at the end which made them unusable.